Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens in the left eye. Preoperatively, the pt's bcva was 20/30, mrse was +3.75 -0.50 x 125. Postoperatively, the pt had a myopic shift and decreased accommodation secondary to a posterior vault. In 2008, the lens was explanted and replaced with a different lens model. Prior to the lens exchange, the pt's bcva was 20/25/ji and mrse was -1.00 -1.00 x 175. The pt's prognosis is good.

Manufacturer narrative:
Root cause: the device will not be returned. According to the physician, the root cause of the reported event was attributed to a capsular bag/iol mismatch.